Event description:
It was reported that the device had a motor drive error. No patient injury reported.

Manufacturer narrative:
A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Upon inspection, the device was tamper seal was still in tact and the the top case was chipped front corner. The device history log showed there was check clutch/ plunger lever error in history, thinking that is what customer was talking about. There was not any motor errors in history. It was tested using the flow test, the reported problem was duplicated and one of the gears for the plunger lever was damaged. The root cause was unable to be determined. The tech replaced right plunger case. This remediation MDR was generated under protocol b10009704, as a result of warning letter cms# 617147.